Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an intrinsic episode of hyperkalemia, due to this, the morphology of the patient changed which led to t-wave oversensing and delivery of multiple inappropriate shocks. The patient was hospitalized; adjustment of the therapy and treatment of the hyperkalemia were performed. This system remains in service. No further adverse patient effects were reported